Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the phaco tip needle was broken during the cataract surgery without intra ocular lens implantation (in sculpt mode) of the right eye of an elderly male patient. The event caused a delay in surgery but the procedure was completed on the same day with a replacement. There was no impact on patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened broken phaco tip in a plastic container with lid, in a bag was received for the report. Sample was visually inspected and found to be nonconforming. Phaco tip broke in two pieces. Only the bevel end was returned without the flange/threads end. Breakage is very jagged. Cracks observed on the cannula where the part broke. Wall thickness was observed to be uneven. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the event. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been initiated and is currently in progress, to further investigate the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30 times magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).